Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited loss of output. The device was reprogrammed successfully. The patient was in stable condition.